Event description:
It was reported that the band was leaked. The alleged event occurred pre-operatively during the test leak performed by the surgeon before implantation. Another like device was utilized.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.